Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Although the product will not be returned for evaluation, a device history record (DHR) review was completed as part of the investigation and found no nonconformances that would have contributed to the reported event. Additionally, the manufacturing site reviewed every shaft used in the batch and found all to be well within specification for stiffness measurements.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, the patient was supine, very sick, and had a large and short neck. The patient was being treated for a bile leak. According to the complainant, while attempting to intubate with the exalt scope, there was a perforation of the esophagus. It was noted that the exalt scope was a little more stiff than a reusable one. Reportedly, surgery was performed to treat the perforation. The patient has fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.